Manufacturer narrative:
Correction: g4 (510k).

Event description:
A user facility inventory manager reported that a dialyzer blood leak during the patient¿s hemodialysis (hd) treatment. Additional information was obtained from the facility administrator (fa). The reported issue occurred immediately after the initiation of treatment. The machine, a fresenius 2008k machine, alarmed appropriately with a blood leak alarm. The alarm was reset and treatment continued. The machine then alarmed "a couple more times" and the alarm was again reset. The machine alarmed again and could not be reset. Blood leak test strips were used and tested positive for the presence of blood. The blood leak was noted as being an internal blood leak. The leak could be visually observed within the dialyzer. The fa stated that the fibers within the dialyzer did not look normal but could not elaborate. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility inventory manager reported that a dialyzer blood leak during the patient¿s hemodialysis (hd) treatment. Additional information was obtained from the facility administrator (fa). The reported issue occurred immediately after the initiation of treatment. The machine, a fresenius 2008k machine, alarmed appropriately with a blood leak alarm. The alarm was reset and treatment continued. The machine then alarmed "a couple more times" and the alarm was again reset. The machine alarmed again and could not be reset. Blood leak test strips were used and tested positive for the presence of blood. The blood leak was noted as being an internal blood leak. The leak could be visually observed within the dialyzer. The fa stated that the fibers within the dialyzer did not look normal but could not elaborate. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Event description:
A user facility inventory manager reported that a dialyzer blood leak during the patient¿s hemodialysis (hd) treatment. Additional information was obtained from the facility administrator (fa). The reported issue occurred immediately after the initiation of treatment. The machine, a fresenius 2008k machine, alarmed appropriately with a blood leak alarm. The alarm was reset and treatment continued. The machine then alarmed "a couple more times" and the alarm was again reset. The machine alarmed again and could not be reset. Blood leak test strips were used and tested positive for the presence of blood. The blood leak was noted as being an internal blood leak. The leak could be visually observed within the dialyzer. The fa stated that the fibers within the dialyzer did not look normal but could not elaborate. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: a sample was returned from the reported lot for evaluation. During gross visual examination, two kinked and looped fibers were observed at approximately 210°, with the ports at 0°, on the non-cavity ID end. After disassembly of the dialyzer, it was noted that on one fiber the ends of kinked and looped fiber were potted on the same side; however, the looped fiber looped back down on one end back into the dialyzer housing. The smaller fiber measured 2.0 inches from the potting surface, the second fiber was kinked and looped and only potted on one end. There was no other damage or irregularities noted on the returned sample. The probable causes for this failure occur are related to the handling of the fiber bundle during production and during the insertion process of the fiber bundle into the dialyzer housing. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.